Event description:
It was reported that the patient presented to the hospital experiencing swelling and redness at the implant site and was found to have vegetation on the leads due to bacterial infection. The implantable cardioverter defibrillator (ICD), right atrial (ra) lead and right ventricular (rv) lead were explanted and was not replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 previously reported as "no problem detected", now updated o "cause traced to non-device factors. In addition, previous supplemental submitted erroneously included a sentence stating that "the results of the investigation are inconclusive since the device was not returned for analysis". Please disregard this as device was returned and conclusively analyzed.

Manufacturer narrative:
Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.